Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently during the load fill process insulin drips were not observed to be exiting the tubing, the issue has been ongoing. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was not adversely impacted.